Manufacturer narrative:
It was reported that sealed syringes have condensation or a foreign matter liquid in the syringe. To aid in the investigation, forty-four samples in sealed packaging blisters and three photos were provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The three photos provided show a syringe with silicone lubricant on the rubber stopper. The silicone is medical grade and applied to the inner wall of the syringe barrel and to the syringe barrel stopper. It could be possible that the lubricant applied to the sample in the photo was more silicone than normal. However, the silicone applied could still be within specification, but without the physical analysis of the sample in the photo it is difficult to confirm this. A device history record review was completed for provided material number 309653, lot number 1272986. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that the lubricant applied to the sample shown in the photo was more than normal; however. It could still be within specification. Without the analysis of the actual sample it is difficult to confirm that. It is recommended that marketing explains to the customer the reason and function of the lubricant.

Event description:
It was reported while using syringe 50ml ll tip 1ml 2 oz in 1/4 oz there was foreign matter in the fluid path multiple times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that sealed syringes have condensation / fm liquid in the syringe. Syringe